Manufacturer narrative:
The percutaneous leads were discarded. Impedance logs were reviewed and confirmed shorted electrodes on electrodes e11, e12, e19, e20, and e21. The provided x-rays were also reviewed, confirming lead migration. The shorted electrodes may be consistent with impedance changes following the migration event. The definitive root cause of the shorted electrodes and migration is not able to be determined. The evoke scs system clinical manual details shorted electrodes as, "electrodes with a lightning bolt through them may be shorted (< 50 o) and care should be taken when programming." In addition, the evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "lead migration from the location chosen at initial implantation, resulting in stimulation changes" and continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as a result of these risks. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified. A quantity of two (2) leads from the same manufactured lot were involved in this event.

Event description:
During a routine follow-up visit, a patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief. An impedance check revealed multiple contacts with low impedance. X-rays confirmed lead migration. Re-programming did not restore adequate pain coverage. Both leads were replaced during a revision procedure to resolve the reported event.